Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead showed loc when patient was lying on their right side and on back during an in-office follow-up. Pt had been in the ER since (B)(6) 2021 for dizziness and weakness. Pt reported a few falls before then. Lead showed capture when pt sitting up and lying on their left side. Impedance briefly dropped before stabilizing around the trending value. Noise developed during follow-up. Lead to be evaluated and currently remains implanted.